Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed o2 supply low, low pip (peak inspiratory pressure), circuit disconnect and low ve (minute ventilation) after changing fio2 setting from 50% to 55%. The alarm disappeared when fio2 was returned to 50%. This event happened during patient use. The patient expired.